Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. Initial reporter address: (B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: "arrived on site to respond to call about false positives on bd max. It was reported that discrepant results ."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that they are receiving discrepant results on bd-sars-cov-2. Field service was dispatched. Field service renormalized both readers and cleaned the heater mux and readers on both side. Field service replaced b side mux board and performed a magnet alignment, tray alignment, and cal-rack. Field service performed a qualification run, but received ic no amp on lane a3 and reader saturation on b-side lane 3 to 11. Field service replaced pump #3 and b side reader. Field service performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 20aug2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: "arrived on site to respond to call about false positives on bd max. It was reported that discrepant results ."